Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not recognize the cartridge after it had been loaded onto the pump. Customer reported to struggle with operating the pump/supplies which resulted in a lack of insulin delivery. Tandem technical support reminded customer that cartridges are for single use only. Customer's blood glucose (bg) was 600 mg/dl. Treatment was not provided. Customer reverted to using manual insulin injections. Upon follow-up, tandem field representative met with the customer and provided additional training. Customer was more comfortable with the pump and resumed pump therapy.